Event description:
Doctor reported screw fracture and lost of the implant due to mobility in tooth site 44. Fractures always occurred in the spiral part of the screw what makes the removal of the fractured part impossible and implant had to be removed. Another implant was placed. Patient has bruxism and diabetes. Doctor confirmed by email on 18 feb 2022 that implant was removed due to screw fracture and implant was discarded.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
No further event information is available at the time of the report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One universal retaining screw urs2, was returned for investigation. Visual inspection of the product confirmed fracture at the lower threads. The unknown zimmer implant had been discarded and was therefore not available for visual inspection. The investigation will be of the applicable IFU and risk management files. Device history record (DHR) review could not be completed for the urs2 or the unknown zimmer implant since the lot numbers were unknown. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Complaint history review by item number (urs2) was performed for similar event, dating back 12 months from the date of notification (complaint category keywords: fracture screw) and revealed no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product. Based on the available information, device malfunction did occur and the reported event was confirmed by inspection and evaluation.